Event description:
Reporter indicated that vns pt developed an infection at the generator incision site following vns therapy system replacement surgery and that the wound has dehisced. It was initially reported that the pt developed a 2cm flat red spot on the generator incision. Treating neurosurgeon first thought that the pt was experiencing a histamine problem as they are allergic to nickel, but treatment with dexamethasone failed. Further follow-up revealed that there are now 2 red spots and that the wound has opened up with drainage. Neurosurgeon now believes that there may be an infection at the site and has prescribed antibiotics (keflex).